Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction code did not recur after reset. The customer acknowledged the instructions to continue using the pump and to contact technical support if the issue recurs, planning to load a new cartridge at a later time.